Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that when she pulled out the u by kotex sleek regular tampon it unraveled and the part stayed in. She was able to remove all the tampon. She will not seek medical attention.